Manufacturer narrative:
The affected pk papyrus stent system was not returned to biotronik and could therefore not be subjected to a technical investigation. Clinical information (e.g. Pk papyrus device registration form, cathlab report) or images of the case such as angiographies could not be obtained. Review of the product release documentation confirmed that the device was manufactured according to specifications and fulfilled all the requirements of in-process and final inspection. Based on the conducted review no manufacturing related root cause could be identified. The pk papyrus was used after the use by date which is indicated on the product label and warned against in the IFU. Pk papyrus is indicated for the treatment of acute perforations of native coronary arteries and coronary bypass grafts in vessels 2.5 to 5.0 mm in diameter. As such, this device is typically used in emergent response to a life-threatening adverse procedural event unrelated to use of the pk papyrus.

Event description:
Two pk papyrus covered stent system were selected for treatment of the proximal lad due to a pericardial effusion. One pk papyrus 2.5 x 20, lot 01211327 was already expired (B)(6) 22 when it was deployed. This was not discovered until after the procedure. The patient did fine and is recovering well.